Manufacturer narrative:
Continued information for section d1. Brand name/d4. Catalogue no; unique identifier (UDI) # architect i1000sr/ 1l87-01; (B)(4). Architect i2000 analyzer/ 8c89-01; (B)(4). Architect i2000 analyzer/ 1g17-01; n/a. Architect i2000sr/ 3m74-01; (B)(4). Architect c4000/ 2p24-01; (B)(4). Architect c4000/ 1p86-01; n/a. Architect c4000/ 1r24-01; n/a. Architect c4000/ 1r25-01; n/a. Architect c8000/ 1g06-01; (B)(4). Architect c16000/ 3l77-01; (B)(4). Note: the UDI numbers provided are associated with the base size code associated with the specific list number. Continued information for section d11: concomitant products- architect software versions: 8.10 basic, list number (ln) 05f48-30; 8.10 premium, ln 05f48-31; 9.40 basic, ln 05f48-40; 9.40 premium, ln 05f48-41; 9.41 basic, ln 05f48-42; 9.41 premium, ln 05f48-43. Complete information for section h9: correction/removal reporting number = (B)(4) this supplemental MDR is being submitted to correct section d4: serial # from n/a to refer to section h11. Please refer to the document- MDR 301648761-2021-00343 list of serial numbers.pdf.

Manufacturer narrative:
Continued information for brand name/ catalogue no; unique identifier (UDI) # architect i1000sr/ 1l87-01, (B)(4), architect i2000 analyzer/ 8c89-01, (B)(4), architect i2000 analyzer/ 1g17-01, n/a, architect i2000sr/ 3m74-01, (B)(4), architect c4000/ 2p24-01, (B)(4), architect c4000/ 1p86-01, n/a, architect c4000/ 1r24-01, n/a, architect c4000/ 1r25-01, n/a, architect c8000/ 1g06-01, (B)(4), architect c16000/ 3l77-01, (B)(4). Note: the UDI numbers provided are associated with the base size code associated with the specific list number. Concomitant products- architect software versions: 8.10 premium, ln 05f48-31; 9.40 basic, ln 05f48-40; 9.40 premium, ln 05f48-41; 9.41 basic, ln 05f48-42; 9.41 premium, ln 05f48-43. Additional information: device mfg date: ln 1l87- 02mar2009, ln 8c89- 21aug1998, ln 1g17- 21aug1998, ln 3m74- 31jan2001, ln 2p24- 11jun2009, ln 1p86-11jun2009, ln 1r24- 11jun2009, ln 1r25- 11jun2009, ln 1g06- 02jan2002, ln 3l77- 07jan2007. Correction/removal reporting number= 3016438761-10/06/21-003-c. The investigation into these issues found that they were caused by architect software versions 9.41 and earlier. A product correction letter was issued on 29sep2021 to all architect customers who have installed architect processing modules, notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
Abbott has identified potential performance issues for the architect system software version 9.41 and earlier. The first three issues are documented in the product correction letter. Abbott is releasing architect system software versions 9.45 and 9.50 to correct all twelve issues. The following issues have been identified along with the associated hazard(s): error code 3382, ¿unable to process test, internal wash pressure (x) error (y) pipettor¿: when an error code 3382, ¿unable to process test, internal wash pressure (x) error (y) pipettor¿ occurs, the architect c4000 and the architect c16000 are placed into a ¿scheduled pause¿ status. The processing module continues to process tests after the hardware error is detected. -this issue has the potential to generated incorrect results until the hardware error is resolved. Carryover of incorrect calibrator sample volumes: when configuring a calibrator sample volume on the configure assays screen, if the user selects multiple assays and uses the previous/next buttons to transition between assays, the calibrator sample volume from the previous assay is carried into the calibrator sample volume for the next assay. Incorrect calibrator sample volumes have the potential to generate incorrect calibration curves which could lead to incorrect results. Reconfiguration of assay parameters may cause delay in results. -this issue has the potential to generate incorrect results and reconfiguration of assay parameters may cause a delay in results. I-automated reconstitution module (iarm) loses communication with the system control center (scc): when performing a backup on the architect, while iarm is replenishing the wash buffer, the iarm loses communication with the scc and may cause the wash buffer container to overflow. - this issue has the potential to lead to physical and chemical hazards. Erroneous ict calibration curves: erroneous ict calibration curves might be generated for the architect when there is a malfunction of ict reference solution delivery, use of wrong/evaporated calibrator, defective ict modules, etc. -this issue has the potential to generate incorrect results. Quality control (qc) data are not deleted, and calibration curves remain active: when serial number is changed on a processing module, but the scc is not replaced, qc data is not deleted, and calibration curves remain active. ¿ this issue has the potential to generate incorrect results. 1ml syringes wear over time: 1ml syringe is observed to wear over time and potentially have loose connection with check valve. Maintenance procedures 6304 change 1 ml syringes, 6305 change ict asp check valve, and 6306 check ict ref check valves need to be updated with instructional text. -this issue has the potential to generate incorrect results. This issue also has the potential to lead to physical, chemical, and biohazards. Control flags are missing: control flags on derived assays are not appearing on patient results and result reports. - this issue has the potential to generate incorrect results. Signal spikes during the read cycle: false elevation in signal might be generated from occurrence of signal spikes during the read cycle. Read validity check (rvc) 10 is designed to identify signal spikes in read profiles. -this issue has the potential to generate incorrect results. Abnormal optics reads: architect has a series of rvcs that are applied to every optics read to detect and flag abnormalities in the signal that could adversely impact assay results. Certain conditions such as no trigger dispense, or other hardware issues can cause abnormal optics reads that are not detected by the current rvcs. Rvc 12 will improve detection of abnormal optics reads. -this issue has the potential to generate incorrect results. Tracking multiple rvc errors: architect software needs an additional mode of control to track the number of rvc errors and send the processing module to ¿stopped¿ state. ¿ this issue has the potential to generate incorrect results. Incorrect aspiration issue: there is the potential for misidentification of a sample due to incorrect transport to/from pipetting position. Pipettor aspirates from incorrect sample due to instrument failure to maintain positive identification of sample. -this issue has the potential to generate incorrect results. Inconsistent rounding of configured linearity values: while configuring the assay parameters, inconsistent rounding of configured low-linearity and high-linearity values may be observed depending on how the user navigates within assay parameters screen tabs. - this issue has the potential to generate incorrect results. There has been no reported delay in results, adverse impact to patient management, or harm to the patient or user/operator, as a result of any of these issues.